Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the tubing of an access set is infusing it develops an air lock and only flows for a short time, which allows the carrier fluid to infuse first. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow-up, the customer clarified that the clearlink secondary medication set was being used with a non-baxter pump set and a non-baxter infusion pump. The reporter stated that the clinician started the infusion and left. After an unspecified amount of time, the clinician returned and noted that the primary container was empty and the secondary IV bag was full, with no flow in the secondary set. The secondary set was attached to the y-site most distal from the patient, above the pump channel. There was no patient injury or medical intervention associated with this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.